Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that they suspected pump thrombus. The pt also had history of gi bleed and hematuria. The pt was admitted to the operating room for an emergent pump exchange. The doctor also noted a disconnected outflow graft bend relief.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. The outflow graft bend relief situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.